Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012615959 was returned and analyzed. Visual inspection was carried out. The catheter appeared kinked on the spiral array pebax. Mechanical verification of steering and slide mechanisms was carried out. The slide control function operated as expected without any issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter failed the return product inspection due to the spiral array pebax tube being kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the slider on the handle of the catheter got stuck as the physician was trying to push it forward while in the left atrium. The catheter was replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.